Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. The customer was unable to rewind reservoir and insulin flow block. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Event description:
The product was returned for analysis.

Manufacturer narrative:
Retainer ring = missing case type = ngp on (B)(6) 2022 the customer alleged no delivery/insulin flow blocked alarm the test p-cap locks properly in place in the reservoir compartment noted. Device received with detached retainer, missing reservoir tube o-ring, cracked/broken motor slide tip, serial number label fading, serial number label damaged, scratched case, end cap address label fading, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the device history on (B)(6) 2022 starting at time 20:24:00.000 during bolus and basal delivery. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked motor slide tip and missing retainer ring. Alarm 69 occurred during rewind test due to cracked motor slide tip. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. In summary, unable to perform required testing due to cracked/broken motor slide tip and missing retainer ring. Customer alleged for insulin flow blocked/no delivery alarm was unknown due to cracked motor slide tip and missing retainer ring, unable to perform testing. Alarm 69 occurred during rewind test due to cracked motor slide tip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.